Manufacturer narrative:
The root cause is misuse - user error - application in wrong location (user states she used neck shoulder wrist wrap on her back). The potential harm is reduced therapeutic benefit or possible skin burn. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. The neck shoulder and wrist wrap is designed to be applied directly to the neck, shoulder or wrist with self-adhesive tabs. Additional warnings state: if you are 55 years of age or older, do not wear thermacare while sleeping. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
On (B)(6) 2024, a spontaneous report from the united states was received via email from a consumer regarding a 74-year-old female. In the evening on (B)(6) 2024, the consumer applied a thermacare neck, wrist, & shoulder heat wrap to her lower back for an unspecified indication. After waking up on (B)(6) 2024, approximately 6 to 7 hours after application, she experienced a burn. It was clarified that she experienced pain and blisters on her lower back at the application area. Later that day the blisters burst on their own and she had open wounds. For treatment, she applied antibiotic cream and gauze pads. On (B)(6) 2024, the area started scabbing over. She did not seek medical care and did not intend to. As of (B)(6) 2024, her symptoms were improving, and she was healing well.